Manufacturer narrative:
Customer service replied to the customer via email requesting that she contact us by phone, which she did on (B)(6) 2021 and was sent a replacement pump in style advanced breast pump. Return of her original device was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021 (which became our aware date), the customer indicated she had been prescribed antibiotics when she developed mastitis in (B)(6), but it had been resolved when she started using the medela sonata breast pump. She additionally indicated the pump in style advanced was working well. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021 the customer alleged to medela llc via email that she had contacted us by phone in (B)(6) 2021 because she had mastitis with the pump in style maxflow, but had been ended up purchasing a different pump model to use at home and was using her older pump model at work. She additionally alleged that her older pump had stopped working and she had to go back to using the pump in style maxflow, which was still not emptying her breasts even after purchasing new parts.

Manufacturer narrative:
The device was returned with two sets of the customer's parts and accessories and was evaluated on 10/06/2021. The device passed suction and cycle specifications when tested with each set of the customers' parts, although it was noted during the evaluation that the breast pump motor eccentric was out of specification. The customer's report of low suction could not be confirmed.